Event description:
It was reported that the permanent cautery hook instrument (pch) exhibited smoking. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and tested on an inhouse system, and during the energy delivery test, heavy smoke was observed coming out from the instrument. No thermal damage was found. Root cause for this failure is not determinable/applicable. The complaint was confirmed by failure analysis. The probable root cause is not determinable.